Event description:
Additional information from the healthcare provider noted that there was a 50% or greater symptom reduction. The event cause was determined; unknown if it was device related. Reprogramming was needed. The nerve was no longer responding. Troubleshooting included x-rays (illegible). The patient experienced a gradual loss of therapeutic effect. The patient did not experience a loss of stimulation. The patient was not recovered; symptom/issue ongoing. No benefit with lead revision was noted.

Event description:
The patient reported that her therapy worked for 2 weeks after implant then suddenly, her urgency, pain, and leakage symptoms came back. From december until about a month ago she went back to hcp (healthcare provider) for reprogramming 4-5 times. The patient's hcp took an xray last week and determined the lead had moved. The patient was scheduled to have the lead redone but the patient got a cold so the surgery was postponed. No falls or traumas were noted. The patient had had time to think about it and wondered if it is wise to have the lead redone. The patient asked if that is usually successful. The patient noted a loss of therapeutic effect. Soon after the thing wasn't working (2 weeks after implant) she had had undesirable bowel changes , getting loose stools and the changes were getting worse. Regarding if the patient had turned the stim off, the patient said yes and that did not make any difference in the bowel symptoms. The patient said her hcp said the implant was not the cause of bowel issues . No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0kf19, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0kf19, implanted: (B)(6) 2014, product type lead. (B)(4).